Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was treating a baby on s/n (B)(6). An alarm stating the patient temperature was erratic has gone off twice since nurse arrived at 7:00 pm. The first time it went off was when nurse went to place a PICC. The baby read 31.9 c briefly and therapy stopped. Soon after the patient temperature was back to 33.5 c and therapy was restarted. Nurse then got an alert that the patient temperature had not changed so, replaced the probe. When replaced the probe, got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient will be moved. Once the patient temperature stabilizes again, resume therapy. This will mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in patient temp not detected). Confirmed her actions of checking probe placement and a secondary temperature is the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.

Event description:
It was reported that nurse was treating a baby on the arctic sun device. An alarm stating the patient temperature was erratic has gone off twice since nurse arrived at 7pm. The first time it went off was when nurse went to place a PICC. The baby read 31.9c briefly and therapy stopped. Soon after the patient temperature was back to 33.5c and therapy was restarted. Nurse then got an alert that the patient temperature had not changed so, replaced the probe. When replaced the probe, got an alert about erratic temperature again. Advised nurse to pause therapy if the probe was going to be replaced, or if the patient will be moved. Once the patient temperature stabilizes again, resume therapy. This will mitigate the erratic patient temperature alarms caused by these actions. Discussed alert 117 (change in pt temp not detected). Confirmed the nurse actions of checking probe placement and a secondary temperature is the correct action. This was a safety alarm to confirm the device was accurately reading the patient temperature.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.